Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right atrial lead exhibited intermittent capture. At the time of the atrial lead replacement procedure, it was noted under fluoroscopy that the lead was dislodged. The patient was short of breath and experienced fatigue upon exertion, prior to procedure. There was too much tissue in-growth observed along the lead body. The lead was capped and replaced on (B)(6) 2017. The patient was stable during and post procedure.

Manufacturer narrative:
Reporting concomitant product in which was not reported earlier.

Manufacturer narrative:
Correction: supplemental MDR required to change the implant date to (B)(6) 2013, which was earlier reported incorrectly as (B)(6) 2008.